Event description:
The customer reported that erroneous creatinine results were generated from an au5400 clinical chemistry analyzer for multiple patients. Initially the customer had reported the generation of an undisclosed number of negative patient creatinine results which were questioned as erroneous as the results were not consistent with life. Data for these patients was not provided by the customer. These results were not reported out of the laboratory. Upon further investigation, the customer repeated approximately one thousand one hundred patient results and identified twenty six initial creatinine patient results that were erroneously elevated. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing these patients' creatinine results were lower and regarded as valid. The erroneously elevated initial creatinine results were reported outside of the laboratory. Amended reports were later issued. One patient was sent to the hospital emergency room as a result of the erroneous elevated creatinine however there was no evidence any medical intervention. The patient was diagnostically retested. Hence, there was no report of death, serious injury or modification to patient treatment associated or attributed to any of these patients' erroneous creatinine results. No specific patient information, system performance data or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the sample syringes. The reagent probe wash water volume was found to be low and this was adjusted. After performing a photocalibration, all tests passed quality assurance assessments and the instrument was returned into operation. The failure mode for this event was failed sample syringes along with possible reagent probe wash issues.